Event description:
Patient underwent cataract surgery on 2/2001, and implantation of a staar intraocular lens, model aq-2003v. During the insertion process, the surgeon decided the patient's zonules were too weak to accommodate a posterior chamber lens. As he was removing the lens he noted a tear in the capsule which he felt could have occurred during the "I&a" procedure. The lens was removed, an anterior vitrectomy was performed and an anterior chamber lens was implanted. Preop va was 20/80. Their last postop va was 20/25. Prognosis is good. Pt is to return for routine follow up.